Manufacturer narrative:
(B)(4). Batch # m92d59. Additional information was requested and the following was obtained: how much bleeding occurred? Minimal. Were any blood products given? No. Was pvs sufficient to control bleeding during this same procedure? Yes. Was there any change to procedure or post-op patient care? No the analysis results found that the mcl20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 13 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a video-assisted thoracoscopic surgery / wedge procedure, while trying to clip a bleeder, the device clips kept "scissoring." Case completed with another device of a different product code. There were no patient consequences reported.